Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Received medical records on 06/11/2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address pain, and aseptic loosening of the tibial base plate identified by radiographs. Revising surgeon noted that the femur was well-fixed, but tibial base plate was notably loose, lifting out of the cement mantle. Also noted medial subsidence of the tibia, and medial osteolysis and osteonecrosis beneath the tibial cement mantle. Femur and patella were retained; tibial base plate and insert were revised. Depuy cement was used for primary. Doi: (B)(6) 2016; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
As it was discovered that the date reported on the initial report was incorrect.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Updated 14 may 2020 re-open the complaint was re-opened upon receiving the patient¿s medical record information. The information received did not change the original investigation report device history lot device history reviewed 07 april 2020 1 unrelated non-conformance on this lot number final micro and sterility tests passed 2860 units released lot expiry date: 30 june 2018 device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.